Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-576 mg/dl) and ketones were present. Multiple infusion set site changes were performed. Bolus and manual insulin injections were administered to address bg. Customer went to the emergency room (ER); bg was in the 350 mg/dl range. Healthcare provider identified ketones as being dangerous. ER treatment was not reported. After 5 hours, customer left the ER. Bg was 264 mg/dl and subsequently elevated to 300 mg/dl. Insulin injections were administered and ketones level was high. Customer experienced abdominal pain. Customer alleged there was an issue with the pump. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning properly. Reportedly, customer used humalog in the cartridge for 3 days versus the labeled 48 hours. Recommendation was made for customer to consult with healthcare provider regarding event. Although multiple attempts were made by cts to obtain ER treatment, customer did not reply.